Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. Also, there was no sensing and underlying noise was present. Technical services (ts) discussed there was no atrial sensing or pacing because the intrinsic rate was coming in faster than the pacing rate. Also, the biventricular (biv) trigger was on, and trigger pacing was observed. Ts discussed options for programming and recommended programming the ra lead off. It was noted this was a known ra lead issue, and the physician chose to monitor the issue until change-out. Currently, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.